Event description:
CUSTOMER REPORTED THAT A PATIENT SAMPLE KNOWN TO CONTAIN ANTI-D WAS TESTED ANTIBODY SCREEN NEGATIVE ON THE GALILEO USING THE 2 CELL SCREEN ASSAY AND CAPTURE-R READY SCREEN TEST WELLS LOT # X 238. TWO ADDITIONAL SAMPLES FROM THE SAME PATIENT WERE COLLECTED AND TESTED IN 2008 AND THE 2_CELL SCREENS WERE ALSO NEGATIVE. ALL 3 SAMPLES WERE TESTED WITH AN ALTERNATIVE METHOD AND WERE ANTIBODY SCREEN POSITIVE, ANTI-D WAS DETECTED. THE PATIENT DOES NOT HAVE ANY TRANSFUSION HISTORY.

Manufacturer narrative:
"Reactiivty of the D antigen was confirmed on retention Capture-R Ready-Screen (I and II), lot X238.2_Cell testing was performed on an in-house Galileo with retention Capture-R Ready-Screen (I and II), lot X238, using customer's returned samples. All samples were nonreactive with both cells.Hemagglutination tube testing was performed with customer's samples using retention Panoscreen I, II, and III. ImmuAdd, was used as potentiator. Testing was performed at IS, 15'RT, 15'37C, and IAT. Samples exhibited very weak reactivity at IAT with D+ cells (I and II) and were nonreactive with D- cells (III)."